Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implants are anatomically aligned; no fracture, abnormal radiolucency, or malalignment; overall fit appears normal; bone qualify mildly osteopenic; no cause for pain identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 42532007902 - tibia cemented 5 degree stemmed right size g - 64633432; 42522400910 - articular surface fixed bearing posterior stabilized (ps) right 10 mm height - 64438817. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00233, 3007963827-2021-00234.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised approximately 1 year later due to ongoing pain. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.